Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the rv setscrew seal plug. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was an attempted implant. During the implant procedure, there was lead to header insertion difficulty on the right ventricular (rv) lead. After the lead was placed, there was oversensed rv noise which led to pacing inhibition, but not asystole. The ICD was removed and replaced successfully. No adverse patient effects were reported.